Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, four (4) tubes were rejected by the automated instrument line due to a tube and/or cap malfunction. There was no report of user or patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was not observed. However the indicated failure modes for stopper creep out and gel air bubbles were observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of stopper creep out and gel air bubbles was not observed. 29 samples were subjected to a 1st and 2nd stopper pullout test with 0 of 29 samples resulting in 2nd stopper creepout/ stopper pop off. 30 retain samples were subjected to a visual inspection for gel airbubbles. 0 of 30 retain samples failed. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creep out and gel air bubbles based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, four (4) tubes were rejected by the automated instrument line due to a tube and/or cap malfunction. There was no report of user or patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.